Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Customer changed supplies or cleared the alarms to address the issue and successfully resumed insulin. Customer's blood glucose level was 350-400 mg/dl.